Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001366 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) cardiac ablation procedure, when trying to flush the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, it was not flushing. The one-way valve might have been broken. The stopcock was removed, and the fluid was not moving through the hemostatic valve to flush the sheath. The hemostatic valve itself had not broken off the sheath; however, it was not functioning as intended. The sheath was replaced, and the issue resolved. The issue occurred prior to the sheath placement in the patient. The flushing issue on its own is not MDR-reportable. The hemostatic valve issue is MDR-reportable.